Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages, damaged cable) was confirmed due to the cable being broken near the connector. The belt did not pass falloff testing. The root cause for the broken cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages. A us distributor reported that a patient's electrode belt's cable was damaged.